Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.